Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-00497). Correction: (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that patient presented with the device at premature eri. The device was explanted and replaced. No further issues were reported.